Event description:
Per sales rep: plate broke in half while being fixated to the pt's mandible.

Manufacturer narrative:
Device not returned for eval. Internal investigation in progress, but not yet complete.